Manufacturer narrative:
Concomitant medical product: d224drg ICD, implanted on (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a p-wave was undersensed on the presenting electrogram. It was also noted that the p-waves were chronically small. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.